Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 500-600 mg/dl. Reportedly, assistance was required in administering manual insulin injections and in changing the pump supplies to address bg level. Customer changed pump supplies to address the issue. Reportedly, the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. Air in the system takes space where insulin should be and can affect insulin delivery.